Event description:
Boston scientific crm received information that during a normal device change out procedure, the sealing ring came off of the rate/sense portion of this implantable defibrillation lead. The rate/sense portion of the lead was capped and a previously capped rate/sense lead was utilized. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests the shock portion of this lead remains in service. Should any additional information become available this event will be updated. Approximately 32 months later this lead was explanted and returned for analysis. No information regarding the explant was provided. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the returned proximal segment of the lead revealed the front seal of is-1 was missing from the surface below. The is-1 terminal connector had a cap over it. Once removed, it revealed the front seal was completely missing and not returned.